Event description:
The customer reported that the insulin pump alarmed two different errors while bolusing. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and constantly alarmed motor error during rewind as a result of a motor encoder signal being out of phase. One of the error alarms was found in the alarm history screen due to corrupted history file. The device had scratched lcd window.